Event description:
During a pvi procedure with ensite x, air aspirated from the sheath valve after transseptal puncture and insertion of the catheter. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.